Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse phone called the customer on (B)(6) 2017 and found that connection is working unidirectionally with new "evident" lis (laboratory information system) with g7 settings on g8 and rps (reporting software). Lab would like a bidirectional interface for patient demographics. Emailed to it of the customer the host communication for rps with query. It of the customer will review and rewrite interface for bidirectionally communication. The most probable cause of the reported event was customer changed lis and interfacing with new lis.

Event description:
On (B)(6) 2017, the customer reported connection is working unidirectionally with new lis with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.